Event description:
Approximately two years post index procedure, a stent fracture and a coronary aneurysm were identified. During the index procedure, six cypher stents were implanted at 22 atmospheres. The stents were deployed overlapping each other, producing a total stented segment of 163.2mm. The stents were post-dilated; however, the post-dilation pressure was unknown. The target vessel was the right coronary artery (rca), the de novo lesion was a chronic total occlusion, type c lesion. Approximately, two years post stent implant, during a follow up, a coronary angiogram was conducted and a fracture and a coronary aneurysm were observed at the same location around the distal rca. Treatment for the fracture, and the coronary aneurysm was not conducted.

Manufacturer narrative:
The product is not available for eval, as it remains implanted. Please note that the event reported indicated that there were six cypher stents implanted; however, the specific product, event and pt info remains unknown. This device distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. This complaint is from an academic conference (another country's society of interventional cardiology 2008). Additional info will be submitted within 30 days upon receipt.